Event description:
Implanted defibrillator lead failure - excess noise sensing. Removal surgery may cause life-threatening scarring in the heart. Surgery scheduled for (B)(6) 2012, at (B)(6). Approximately 11 appropriate shocks delivered since implant.